Event description:
The physician believed that the pt's device was not working according to specs and decided to implant the pt with a new boston scientific spinal cord stimulator. The pt is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded by the medical facility, and will not be returned for eval.